Manufacturer narrative:
Product analysis: the device was returned for analysis. The sheath and stylet were loaded in the device on device return and were removed with no issues. Crystallized contrast was evident on the device. Balloon pillows appeared disturbed on device return. No deformation evident to stent or distal tip. The balloon was successfully inflated and deflated and stent deployed with no issues. No other deformation evident to the remainder of the device. Additional information: it was not difficult to remove the protective sheath or the packaging stylette. The stylette was removed before using the device inside the patient. There were no issues encountered when loading the device onto the guidewire. It was detailed that difficulties were noted during inflation of the device. The balloon was inflated as per IFU, and deflation difficulties were noted after the third inflation. The device failed to deploy, and the balloon failed to deflate. The device was kept straight and handle fixed during attempted deployment. The tip of the device was deformed. The onyx trucor device was post-dilated with another balloon. There was no difficulty experienced, or intervention needed when the stent delivery system was removed from the patient as per IFU. The device was replaced with a non-medtronic deb. The same inflation device was used successfully with other devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later clarified that the onyx trucor was not implanted. The device was replaced with a non-medtronic deb (drug eluting balloon). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information - image analysis: four still images were provided for review. The images show the shelf carton, spine of the shelf carton and the device in the hoop. The stylette was inserted in two images of the device in the hoop. No complaint can be confirmed based off the images provided, however lot number can be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent (des) there were balloon deflation dif ficulties. The device would not deflate at the lesion site. The lesion being treated was moderately tortuous, moderately calcified with 90% stenosis in the proximal circumflex (cx) artery. The device was inspected prior to use with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was detailed that the device failed to deploy. It is believed that the stent's distal tip is bulky, which prevented the stent from deploying. The device was replaced with a non-medtronic des. No patient complications have been reported as a result of this event.